Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker device had 10.5 years remaining a year ago but now it showed four years remaining. Additional information indicated that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The power consumption was expected to continue to increase. It was noted on routine remote transmission that there was significant battery drain over past six months. Boston scientific technical services (ts) contacted engineers and confirmed premature battery drain. This pacemaker device was explanted. No additional adverse patient effects were reported.